Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that noise was observed on the rv lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Corrected information: further information was received indicating the event was a duplicate and reported in manufacturer reference number: 2938836-2019-04151.